Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed along with leak testing, clear passage test and clamp function test. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/therapy date was sometime in (B)(6) 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of the transfer set twist clamp was cracked. This occurred after about half month of use. There was no patient injury or medical intervention associated with this event. No additional information is available.